Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission was showing several episodes of non-sustained rv oversensing, due to both post-paced t-wave oversensing as well as far p-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. The patient is fine.